Event description:
This case was initially received via regulatory authority ((B)(6)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain recurrent") in a female patient who had essure inserted. The patient's past medical history included varicocele embolization, salpingectomy and tubal pregnancy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (right salpingectomy though laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: it was reported that the device was placed in another health center, and later, on unspecified date, the patient was presented to the hospital requesting the product removal due to abdominal pain recurrent. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain recurrent") in a female patient who had essure inserted. The patient's past medical history included varicocele embolization, salpingectomy and tubal pregnancy. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (right salpingectomy though laparoscopy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: it was reported that the device was placed in another health center, and later, on unspecified date, the patient was presented to the hospital requesting the product removal due to abdominal pain recurrent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.